Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that solution leaked between female connector of the firm and the male connector of the extension tube of the mating device of another manufacturer. A crack was found on the female connector of the firm's device. No pt sequelae were reported.